Event description:
It was reported that the battery unit of the pico had caught fire. Patient described that they had disconnected the unit and put it in a basin of water. The patient did not suffer any injuries as a result.